Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s device has not been working and did not align properly since it right after it was implanted. This was confirmed as sometime in 2014. Due to this, the patient has not charged his implantable neurostimulator in years.